Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Fluid was able to freely pass through the fluid path. Timeouts were seen in the download data; the device corrected itself from these timeouts and pulse widths returned to normal. No damages or defects were found that would contribute to timeouts. No drive stalls or alarms occurred, indicating insulin delivery was not affected.